Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generated a non-recoverable error 31221. Prior to calling for technical support, the customer restarted the system three (3) times, with no positive impact. At the moment of the call, the surgeon decided to convert to laparoscopic. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the remote system logs and noted error 31221, pointing to the +48v in the system's universal surgical manipulator (usm2), followed by a suite of error 319, the first one pointing to the axes controller set up (acu) in the proximal set up joint (psuj). The procedure was converted to laparoscopic surgery. There was no report of patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. While troubleshooting, the fse replaced the proximal and distal set up joint (suj) and then the universal power distributor (upd) to resolve the issue. The system was tested and verified as ready for use. The parts were returned to isi for failure analysis (fa). Fa investigation confirmed through error logs. According to the report, the unit had experienced error(s) 319 and 31221. The part(s) was/were tested in the patient side cart fixture test platform (pftp) machine and it passed all the tests. The part(s) was/were installed in the system and performed power-cycles and sine-cycle and no errors were triggered.